Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device being damaged by another device (third clip interacting with the two implanted clips) appears to be a result of user technique/procedural circumstances, as visualization was sub-optimal and the third clip interacted with the implanted clips. The reported surgical procedure and hospitalization were a result of case-specific circumstances as the patient underwent mitral valve replacement surgery to treat the mitral regurgitation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery systems referenced are filed under separate medwatch reports.

Event description:
This is being filed to report that after the clip (B)(4) was implanted, another clip interacted with the clip and caused changes in the mitral valve geometry. Mitral valve replacement was performed. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr), grade of 4. The first clip (B)(4) was implanted, reducing mr to a grade of 2-3. The second clip (B)(4) was implanted in the mitral valve leaflets, reducing the mr to a grade of 2 with a residual jet. A third clip delivery system (B)(4) was advanced to the mitral valve. Leaflet grasping was performed; however the clip was unable to grasp both leaflets due to the anatomy and leaflet injury occurred. The third clip was not implanted. During retraction, the cds interacted with the two previously implanted clips causing changes in the mitral valve geometry and significant increase in mr. The two implanted clips remained in place. There was no difficulty removing the third cds from the patient anatomy. Mitral valve replacement was performed successfully and the patient is in stable condition. No additional information was provided.